Event description:
Bed needed to be looked at after house cleaning cleaned it. There was water in the siderails account fearful water messed up something. Took siderails apart and cleaned all water and residue. Performed complete function check afterwards. All functions working. Bed fixed.